Manufacturer narrative:
Unk-p-ipp ipp device impotence mechanical/hydraulic.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to patient unable to fully inflate device. Fluid loss and air bubble found in pump. No information about the patient outcome is available at the moment.